Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6: unknown/ not provided. Asku. Section d6a: if implanted; give date: n/a (not applicable). The healon endocoat for duet is not an implantable device. Section d6b: if explanted; give date: n/a (not applicable). The healon endocoat for duet is not an implantable device. Section h3- no: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the customer noticed a fiber in a patient¿s eye after injecting endocoat. The doctor injected the endocoat (and noticed the fiber) after the capsularhexis, just before starting phaco. There were no patient complications and the surgery was performed successfully. It was learned that the fiber was removed using the phaco handpiece vacuum. No other information was provided.